Event description:
It was reported that the ventilator's turbine was not spinning with a constant disc/sense alarm. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na